Manufacturer narrative:
The initial reported event of patient sustaining inappropriate therapies, lead fracture, oversensing, sudden increase and high/undefined pacing impedance, and severe emotional and physical distress were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the proximal conductor was fractured at 61cm from the connector pin and the right ventricular defibrillation coil at 58cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was transported by ambulance after receiving multiple inappropriate shocks from the right ventricular (rv) lead due to oversensing. The rv lead had an apparent conductor fracture and a sudden increase in pacing impedance to greater than 3000 ohms. The patient had emotional and physical stress associated with the multiple shocks. Also, the right atrial (ra) lead did not capture at maximum output and had increased and high impedance. The high voltage detections were programmed off until the rv lead was capped and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.